Event description:
The following has been reported: the enclosed syringe driver was sent to our medical physics lab from our neuro critical care unit a complaint that the syringe was under infusing. No patient harm reported. Pump has anomalies in the events logs. The pump displaying the "software development/do not connect to patient" message when we turned them on in the lab for checks. Pump sn (B)(6) - request details: pump has been involved in an incident, a reported under infusion with no alarms occurring. No patient harm occurred. Pump reported to medical physics on (B)(6) 2025. Device was connected to agilia partner software, time/date verified and event log printed reviewed on 17 jan 2025. According to the incident report, the incident in question occurred on (B)(6) 2025, but the device was handed into the physics lab on (B)(6) 2025. Logs were checked from the infusion immediately previous to (B)(6) 2025 (when then logs were downloaded and local checks performed in the physics lab), which was (B)(6) 2025. On (B)(6) 2025, between 9:31:34 and 9:45:57, the pump is powered on and off twice, without an infusion being programmed, although there is evidence of the correct dataset being selected. At 9:47:12, the device is powered on again (mains), and an infusion programmed with correct dataset profile, and syringe confirmed. The initial remaining volume in syringe is noted as 20.136ml at 9:47:25. Heparin 20000/20ml is corrected displayed at the drug selection at 9:47:30. The set-up is then primed, and the infusion started at 9:47:46 at 1.0ml/hr. After this, the device starts alarming occlusion every 41 mins, then every 31-35 mins after a rate increase to 1.2ml/hr at 12:44:12. Staff report that the pump did not alarm. After an occlusion alarm at 12:44:12, the log inexplicably shows a date of (B)(6) 2025! The 2023 date continues from a time stamp of 15:41:09 to 19:49:57. During this time, there are various occlusion alarms shown, with the pump running at the previously mentioned settings. The device then goes back to the correct date of (B)(6) 2025 at 17:27:57, when the users shut the pump off. The pump is then turned back on at 18:39:36 on (B)(6) 2025. The correct dataset, syringe are selected, and a remaining volume in syringe is noted at 17.137ml. This event seems to be the users powering the device on to verify the volume remaining in the syringe (which they say was 18ml), as no infusion was started. The pump was shut down at 18:42:04. The next pick up on (B)(6) 2025, when it was being investigated in the physics lab. When the pump was turned on for checks, it displayed the software development message, advising that no patient be connected. The pump was turned back off and left plugged in. Eventually, the device powered on for an infusion, and one was set to mimic the report infusion. The device functioned as expected, infusing 2.4ml over the course of 2 hours, with a rare set at 1.2ml/hr. Although attempted, no occlusion could be replicated in the times noted on the infusion from (B)(6) 2025. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The device histories records were reviewed, no event linked with the reported issue was found. Devices logs were reviewed, and there were a lot of occlusion alarms which stop the infusions on each device and the total volume infused is reduced after an occlusion. The reported devices were received in brézins for investigation. According to our investigation, it was found that the cover was not put in place on (B)(6) during the external check of both devices. Reproducible tests were then carried out on the three devices: > for (B)(6): a flowrate was launched @ 1.2 ml/h for 7 hours 30 minutes with water and under the same conditions as history log; drug: heparine; dilution: 20000unit/20ml; pressure threshold: 400 mmhg. The flow rate accuracy was found compliant compared to IFU specifications (+/- 3%). No alarm no dysfunctin during the flowrate test. > for (B)(6) a flowrate was launched @ 1.2 ml/h for 6 hours 20 minutes with water and under the same conditions as history log; drug: heparine; dilution: 20000unit/20ml pressure threshold: 400 mmhg. The flow rate accuracy was found compliant compared to IFU specifications (+/- 3%). No alarm no dysfunctin during the flowrate test. > for (B)(6): a flowrate was launched @ 1 ml/h for 8 hours with water and under the same conditions as history log; drug: heparine; dilution: 20000unit/20ml pressure threshold: 400 mmhg. The flow rate accuracy was found compliant compared to IFU specifications (+/- 3%). No alarm no dysfunctin during the flowrate test. Occlusion tests were then carried out on the three devices, and all were found to be compliant. However, only the occlusion alarm was triggered not the pre-alarm because the pre-alarm was disabled. Quality control checks were successfully completed with no malfunctions detected except for the device (B)(6) because the cover is not correctly put in place. For this complaint, the reported issue could not be reproduced during these tests. Based on the analysis and test outcomes, no technical causes which could have triggered an unexpected occlusion were found. The occlusion alarms seen in the logs were most likely caused by external factors such as a clamped tube or closed valve in the infusion line, resulting from incorrect use of the device. The device operated in accordance with its specifications. Repair recommended action: - updating software version. - for (B)(6): put the cover in place. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.